Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using a penumbra smart coil (smart coil), a penumbra smart coil handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to detach the smart coil using a new handle but was unsuccessful. Next, the physician manually detached the smart coil. Afterwards, it was noticed that a loop of the smart coil had moved outside of the target vessel and into the a2 segment of the anterior cerebral artery (aca). Subsequently, a thrombotic aggregate generated on the surface of the loop of the smart coil. The physician then attempted to push the loop of the smart coil back inside the aneurysm using the microcatheter but was unsuccessful. It was reported that the patient developed an a2 tract stenosis due to the thrombotic aggregate that formed on the surface of the loop of the smart coil. The procedure ended at this point. It was reported that the following day an angiographic check was performed that indicated that the patient¿s hemodynamics did not get worse. The patient was in stable condition and remained hospitalized in intensive care for an additional week.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.